Manufacturer narrative:
This report is submitted on december 13, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a breakdown of the skinflap over the receiver stimulator site. It was reported that the patient's glasses rubbed against the incision site, causing pain. Subsequently, the patient underwent revision surgery on (B)(6) 2016. The implanted device remains.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.